Event description:
It was reported that the ilet pump¿s touchscreen was cracked while in the user¿s pocket, after which the display remained visible but became nonresponsive to touch, consistent with a physical damage event affecting the screen component and user interface functionality. Symptoms included no adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included device replacement and user guidance to continue cgm monitoring with dexcom and to shut down the device to avoid further alerts. Investigation included collection of event details, verification of device information, and coordination for device return. Investigation of this case revealed damage to the screen consistent with external mechanical impact, resulting in loss of touch functionality without alarm activity or blood glucose impact. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external physical stress to the device.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.